Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) realized that the patient line was not fully primed after connecting to it and starting the initial drain on the homechoice (hc) device. The technical service representative (tsr) explained that once the initial drain has started, the hp would need to start over with new supplies. The hp disconnected and the tsr explained why the hp would be unable to go back and re-prime. The tsr assisted the hp with ending the therapy and explained how to re-prime in the future. The hp was going to set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.